Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported gripper actuation issue and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation for a mitraclip procedure. A mitraclip xtw was successfully implanted. There was a jet remaining in the medial commissure, a mitraclip nt was selected. After the mitraclip nt was prepared, and successfully advanced it was attempted to be placed. During grasping the grippers would not descend, troubleshooting was performed and after multiple attempts the grippers did response successfully. The mitraclip nt was then implanted successfully. A small flail was identified on the anterior-3/posterior-3 (a3/p3) commissure, which was likely caused by the clip. The final mr was grade 2+. There was no clinically significant delay reported.